Event description:
Surgeon reports patient developed secondary glaucoma and corneal decompensation, possibly related to descement's detachment at the time of primary surgery and presence of vitreous in the anterior chamber. The lens was explanted and the outcome is reported to be satisfactory. The surgeon does not believe the lens malfunctioned.